Event description:
Omnicell flex-bin 3131 drawer malfunctioned, causing more than one bin to open. Crna reached into incorrect bin and withdrew hydromorphone 1mg pf injection instead of intended fentanyl 100mcg/2ml pf. Hydromorphone given intrathecally, so patient got an unintended 4-fold pain dose. Labor and delivery patient required overnight admission to ICU for close observation of respiratory status.